Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty autocal valve on the smart pneumatic module. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "runtime calibration failure-1051" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.